Manufacturer narrative:
Additional information. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: may-2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were "large amounts of air in the circuit" of a prismaflex st100 set during continuous renal replacement therapy, which resulted in multiple machine alarms. The device was replaced to continue treatment. The blood was not returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.